Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain event details.

Event description:
Related manufacturer report number: 3006705815-2020-32522, 1627487-2020-33403, 1627487-2020-33405. It was reported the patient had their system explanted for an unknown reason. No further information is available.